Manufacturer narrative:
Product analysis: the menu knob was confirmed to be broken off. Both output connectors were broken. The lower case was warped, such that the battery drawer was unable to be properly secured. The upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repairs from customer-inflicted damage to the menu knob. The epg subsequently tested out of specification during analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.